Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# serial# unknown implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use; the trial began on (B)(6) 2021. It was reported that the rep said the hcp called them about getting no lead connected message on the patient device. Rep was going to conference hcp in for troubleshooting but then found out that patient was hiking and broke one of the lead. Hcp is removing the system today. Troubleshooting was not required. The issue was not resolved through troubleshooting.